Event description:
The device was returned with a request for repair. Analysis found that one of the two jaws is broken. The fragment was not returned but the event did not have any impact on a patient.

Manufacturer narrative:
(B)(4). Product evaluation: analysis found that one of the two jaws is broken. The fragment was not returned but the event did not have any impact on a patient. The thickness of the jaws as well as the depth of the serrations are compliant with the manufacturing specifications. The most probable cause of this breakage is a too important effort during the use or the reprocessing of the instrument. (B)(4).